Event description:
Same case as MDR ID: 2134265-2011-05821.it was reported that during preparation for a rotational atherectomy treatment procecure a burr fractured the wire.a 330cm rotawire guide wire was bing loaded onto the 1.50mm rotablator burr outside of the patient when the distal portion of the wire fractured into 2 pieces. The burr of the rotablator "effectively ate through the wire." It was reported that the wire was not in a straight line when being loaded onto the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause for this investigation is user/user error. The dfu warns: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." The rotating burr came in contact with the guidewire causing the guidewire to fracture.(B)(4)